Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 5.1 pocket d4 failed, unable to be opened and required maintenance. The field service engineer (fse) found that drawer 5.1 had different cubies offline due to a loose bus rowboard cable connection on the drawer connector. The fse reconnected the cables on the trays, module, and drawer control boards, then verified proper operation in the application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 pocket d4 was unable to open and required maintenance. The user tried to recover the storage space but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.